Event description:
It was reported by the customer's mother that the customer had sensors that broke immediately and sensors that got jammed inside the serter and would not come out. Customers mother stated that when she loaded the sensor and pulled it back, the base broke off. The second sensor was completely lodged into the serter. Customer used her own serter after and did an insertion with a 3rd sensor. Everything went okay. Customer was standing up during insertion. Customer also had a threshold suspend alarm. There was a different of over 40 points between sensor glucose and blood glucose readings. Customer turned the sensor feature off. Customer just went through the first day of training last night. Customer's blood glucose level was 94 mg/dl. Customer's sensor glucose reading was 60 mg/dl. Customer's threshold suspend limit was 70 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.